Event description:
Provider states intermittent power. Dealer called in to technical services for assistance in troubleshooting. To date, no further information was received. No injury. This powered wheelchair is 9 years old.